Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade fractured outside of the patient while the nurse was cleaning the instrument. The user completed the procedure with no further issue reported. No fragment fell inside the patient.